Event description:
Dealer claims the back upholstery broke away from the back tubes and 2 attaching screws on the tension adjustable back upholstery and the client fell backward, hit the wall and broke thru the sheet rock and was unconscious, client was on the floor for an hour until parent came to get him. The end user was going from hall way into his bedroom. As he was propelling, pressure was put on the back rest and he is paralyzed and did not feel the upholstery sliding down.